Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter alleged that the insulin on board (iob) calculation was not functioning properly. It was noted that the iob was greater than zero after the end of the set duration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/05/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump settings confirmed that the insulin on board (iob) duration was set to four hours. A review of the bolus history showed that boluses were performed within the four hour set limit on (B)(6) 2015 at 4:43, 07:13, 11:32, 13:34, and 15:47. A test was performed with a 10 unit bolus on a four hour iob duration. Immediately after the bolus was performed, the pump correctly displayed the 10u iob on the status screen. After four hours the iob status was 0.00u and this was accurately reflected in the iob status. The iob was found to be functioning properly. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. The returned battery cap and cartridge cap were used to complete all testing. The complaint that the iob calculation was not functioning properly was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.